Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that the patient had been admitted to the hospital with increased spasms and the hcp was concerned the pump was not working and would like it interrogated, and wanted to see if a local manufacturer representative could help read the pump; they were transferred to the national answering system. No further complications were reported.